Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unexpected restart alarm due to blank display. Device had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump received an unexpected restart error alarm. It was reported that insulin pump was not stored or not in use for an extended period of time. Customer's blood glucose was 4.8 mmol/l. Insulin pump would be replaced.